Manufacturer narrative:
(B)(4).

Event description:
Information received from the consumer reported that their neighbor had an implantable neurostimulator (ins) and had to have it taken out. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.